Manufacturer narrative:
The tandem user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges."

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. During troubleshooting with tandem technical support, the error was cleared and a new cgm session was able to be started. Additionally, the customer experienced elevated blood glucose (bg), however, no specific value was provided. Reportedly, the customer forgot to charge pump and pump had shutdown due to insufficient battery power. However, the customer declined troubleshooting and it could not be determined if this was the cause for elevated bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. During troubleshooting with tandem technical support, the error was cleared and a new cgm session was able to be started. Additionally, it was reported that the customer experienced elevated blood glucose (bg), however, no specific value was provided. Although requested, the customer declined troubleshooting.